Manufacturer narrative:
(B)(4). Batch #: t94j2h. Investigation summary: the device was received with the top of the I-blade upper tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested and the following was received: the surgeon removed the missing piece via the trocar. There was no problem with the patient¿s condition. The rep received the missing piece too.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade was broken off when cutting the uterus. The broken piece fell into the patient but was retrieved and checked those fit the broken I-blade. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.